Manufacturer narrative:
Photo and video received for investigation. Through visual inspection, syringe with needle attached and vial is displayed, the plunger is being pulled to draw medication, however it appears the needle is clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with resin flow into the needle passage, preventing the medication from being drawn.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 10ml ll 40x8 al needle was clogged/blocked. The following information was provided by the initial reporter translated from spanish to english: the client refers that the needle does not allow the solution to pass through, and it feels very hard. Attached video.